Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Evidence of contamination was found under all key contacts and the up arrow and ok key contacts were inverted. The keypad cover had been returned torn. The audio bolus button was intermittently unresponsive. The battery compartment was found to be cracked at the threads and in the case seal. Additionally, evaluation revealed a dim and discolored display screen. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination and inverted contacts, a bolus button response issue, damage to the battery compartment and a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.